Event description:
Additional information was received indicating the patient had initially presented with fever, chills, and right lower extremity cellulitis. Transesophageal echocardiogram (tee) showed vegetation on the right ventricular lead. Lab results indicated (B)(6). The patient received intravenous (IV) antibiotics and the system was replaced approximately three months later. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD 2014 (B)(6); 429888 lead 2014 (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.